Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances greater than 2000 ohms and high capture thresholds. Surgical intervention was performed and this lead was surgically abandoned. Another lv lead was not placed and the patient received a dual chamber implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.